Event description:
Check out table after hurricane/doesn't want to boot up. Customer reports that system would not "power up". If they held the power button down for a few mins, the system did finally come up. They performed x-rays and table functions, all worked. Customer shut down room, then tried to power up again, and again room would not power up, until after several mins of holding the button down. Customer will not shut off system until it can be checked by lf service. Customer has no other room to perform urology procedures.

Manufacturer narrative:
Liebel flarsheim manufacturing report: the fse called and taked to the facility biomed and advised him to change the two batteries in the older style generator control panel. The customer biomed replaced the batteries and the unit booted up normally. Returned to full service by the customer.